Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eleven unused samples were provided for evaluation. Upon visual inspection of the returned sample, no defects were observed. The samples were gravity primed. To replicate the reported defect of the air-in-line alarm on the pump, all samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned samples. The samples were leak tested and no leakages were observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description ail alarms detailed inquiry description repeated ail alarm with no air bubble present.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.